Event description:
On (B)(6) 2014, intuitive surgical, inc. (Isi) received notification of a bostonherald.com article titled, robots in the o.r.: suit targets robotic surgery risks and dated november 20, 2014. According to the article, a patient agreed to undergo a da vinci hysterectomy on an unspecified date in the spring of 2009. The article indicates, the surgery resulted in a tear in her small intestine..., and the patient, had sepsis, and had subsequent surgeries to repair the tissue. She spent months in and out of the hospital. The article also states, because of the complications, she couldn't complete chemotherapy and never started radiation treatment. She died on (B)(6) 2010. There is no claim within the article that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the operative complications experienced by the patient and her subsequent demise. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs cannot be completed at this time since the actual date of the da vinci surgical procedure was not provided within the web article. This complaint is being reported due to the following conclusion: the patient experienced post-operative complications after undergoing a da vinci surgical procedure and subsequently passed away. However, at this time, the cause of the patient's operative complications and subsequent demise is unknown.